Event description:
Rptr states she was previously diagnosed with raynaud's. Since she had her breast implants, the subcutaneous raynaud's has become worse. In 10/91, she was diagnosed with fibromyalgia. In 1993 she started having problems with dry eyes, mouth and loss of vision. Her vision returned by 2/94 but she can no longer wear contact lenses due to the dry eyes. She also complains of water retention, weight gain, fatigue, swollen glands and lymph nodes, hair loss, worsening of allergies, capsular contracture and skin ulcers. She states one implant broke during removal in 8/93. She states she lost her job because of her vision problem.